Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgery was prolonged about thirty (30) minutes. The patient impact is an implant of a greater size to compensate for the non-deployment of the initial implant. It was reported the patient is doing well. The implant handle disengaged too early preventing the support of edc to vertebral bodies. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: DHR review the article 891.301s is manufactured by the supplier (B)(4). (B)(4) was informed about the complaint on (B)(6) 2016. The production documents of lot #aa3251 were provided. They were reviewed by (B)(4) quality department and by (B)(4) complaint investigator. No anomaly during manufacturing process found. Product inspection the returned article was visually inspected. The teeth of the gear are visibly damaged post production. The features responsible for the coupling with the instrument were measured according to the drawing. All the features were found conforming to specifications. The feature number 6 of the analysis report is conforming to spec, this guarantees that the gear was correctly manufactured. Conclusion no manufacturing related issue was identified, therefore the review of the specific prm and prm line is not applicable. The part is visibly damaged post production. An improper coupling with the instrument could have caused the damage and due to this condition the coupling could have been compromised. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: october 16, 2015. Expiry date: october 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon implantation of expandable corpectomy device (ecd) the surgeon could not satisfactorily use the implant. The surgeon could not exert pressure during deployment because the implant wearing would disengage as soon as it was in contact with the cervical plates. The surgeon had used a larger implant (the ideal size was 23mm and the surgeon has implemented a 24mm). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.